Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion area was located in a moderately tortuous and severely calcified superficial femoral artery. Two 5.00mm/2.0cm/135cm peripheral cutting balloons were selected for use. During procedure, it was noted that the balloon ruptured. The devices were simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient was stable post procedure.